Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
The customer reported the insulin syringes stating that the concern is a medication error. They stated that the long black piece (the plunger) in the middle of the syringe is making it difficult to see how much med is being drawn. They would like to go back to the previous syringe (the ones without the conical plunger). On (B)(6) 2024 the initial reporter confirmed there was no actual medication error, it is only a concern/risk.